Manufacturer narrative:
The medical device manufacturer and manufacturing location for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, an image and photos were provided for review. The investigation of the reported event is currently underway. Expiration date: 08/2024. Device pending return.

Event description:
It was reported that during a recanalization procedure, the device allegedly had a break behind the hemostatic valve. It was further reported that there was break on the front wire while the catheter was pulled out. Reportedly three pieces broke off and one was retrieved using snare and the other was unable to be retrieved and one piece of the wire was left in the tributary of the arm. The current status of the patient is unknown.

Manufacturer narrative:
H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was returned for evaluation. A catheter and the guidewire were physically investigated. During investigation it was noted guidewire break at 5 cm from the tip. The catheter was blocked with coagulated material. The break of the guidewire can be result of blockage or aspiration of very thick thrombotic material that results in catheter overheating, moving together with the guidewire, guidewire overheating and break. Therefore, the investigation is confirmed for the reported break issue. A clear root cause could not be identified but a broken guidewire represents a known inherent risk. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 08/2024), g3 h11: h6 (method, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure, the device allegedly had a break behind the hemostatic valve. It was further reported that there was break on the front wire while the catheter was pulled out. Reportedly three pieces broke off and one was retrieved using snare and the other was unable to be retrieved and one piece of the wire was left in the tributary of the arm. The current status of the patient is unknown.